Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is making a loud, winding alarm and the screen is black. The customer's blood glucose reading was 60 mg/dl at the time of incident. Troubleshooting found that the pump is making a constant tone that cannot be cleared and a low reservoir alarm was received. The customer declined to troubleshoot any issues with the pump and was advised to monitor pump and call back if necessary.